Event description:
It was reported that during follow-up, an alert stating low impedance was triggered. Interrogation revealed increased pacing threshold and poor r-waves. The lead was replaced.

Manufacturer narrative:
The damage found was that sustained during the surgical procedure.

Manufacturer narrative:
Na